Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir leaked into the insulin pump. The customer stated that she has not gotten any alarms and there is fluid in the reservoir compartment. The customer stated that it was a past event and the reservoir compartment was cleaned out. The customer was assisted in performing the self-test and passed. Customer was advised to monitor the pump. The insulin pump and the reservoir will not be returned for analysis.